Event description:
It was reported that when using the programmer, the screen went blank and the printer generated a page indicating "error - call for service." The caller cycled the power and the error cleared. However, another programmer was used to finish the case. Technical services (ts) recommended that the programmer service disk be run on the programmer. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).